Event description:
An ophthalmic surgeon reported that a primary incision was leaking at the end of the procedure. A suture was required to close the incision. The outcome of the event was reported as resolved. The programmed anterior capsulotomy, phacofragmentation and primary and secondary incisions were completed. Additional info has been requested, but not received to date. This is one of two medical device reports being filed for the same pt. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).